Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were doing good from the time they had surgery until saturday (B)(6) 2024 when they had a little leak. Patient described a loss of therapy and had a return of symptoms. Sunday morning (B)(6) 2024 they got bumped with a door where the device is implanted and it hurt. Patient stated they had to increase the stimulation on sunday and then today because they still have leaking. When they increased the stimulation, they felt the stimulation until it zinged their leg and they backed it down to where they could just barely feel it. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). They stated they spoke with the patient and they just had some questions about programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.